Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient is getting software problem with error code 58 and wires were exposed near the donut. Troubleshooting resolved reported issue. However, patient called back and is now getting software problem 1 intellis 2 3.6 3 58 4 qf_new and further troubleshooting indicated exposed wires at the junction where wires goes into recharge head/donut. No patient symptoms were reported. A replacement recharger was requested.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: product ID 97755 serial# (B)(6) was returned for product analysis. Analysis found recharge antenna failure, specifically confirmed _bad- get no device found, on 2nd try was able to get connection but good was the best it could do and the cord got hot where it went into the coil. There is no exposed wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.